Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: what is the serial number of the gen04 generator? As the procedure was a lap. Chole, was the handpiece a hp054? What is the serial number? What disposable(s) was being used? What other instruments were used during the surgery? Who was the surgeon? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another gen04 or another method such as electro-cautery? Did the surgeon try another handpiece? Or was there another reason for the convert to open, such as: patient's anatomy? Physician preference? How old are the accounts handpieces? Are the gold rings on the handpiece cleaned? What is the patient's current condition?

Manufacturer narrative:
(B)(4). Additional information received: what disposable(s) was being used? Ace36e. What other instruments were used during the surgery? After opening, used bovie. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Several other reasons, difficultly viewing the site, keeping the lens cleaned, etc. Why was the lap procedure not completed with another gen04 or another method such as electro-cautery? Used bovie once opened. Did the surgeon try another handpiece? No. How old are the accounts handpieces? Unknown. Are the gold rings on the handpiece cleaned? Not sure. Can we find out the serial number of the hp054 that was used in this procedure? He already provided that information and checked to see that it wasn't the new serial numbers that are not compatible with the gen04's. Not sure who he spoke to about this.

Event description:
It was reported that their only generator was switching from ready to standby unexpectedly during a lap coley case. The case was completed with a non-energy device after converting to open. Devices will not be returned at this time. The model number and the lot number of the disposable was unknown. Customer stated that the instrument has been disposed of.